Manufacturer narrative:
Carefusion complaint #: (B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed ventilator inoperable alarm. The reported issue was resolved by replacing the main printed circuit board (pcb). After performing the operation verification procedure (ovp) and calibration on the exhaled differential pressure transducer, the device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm while in use with a patient. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint.